Event description:
It was reported: "attempted to access right basilic, resistance met when threading guidewire, guidewire removed with minimal effort. Attempted to access right brachial, resistance met when threading guidewire. When removing guidewire, resistance also met. Guidewire sheared and began to uncoil. Finder needle and wire removed together. Portable ap semierect view showed a 9mm in length radiodensity in the soft tissues medial the midshaft of the right humerus. Fluoroscopy was used to identify the wire and was able to find the wire and grab hold of it and extract it. No apparent complications."

Manufacturer narrative:
An investigation has been initiated. We are currently waiting for the return of the device involved in the event. When the investigation is complete, a final report will be submitted.